Event description:
Customer reported that they are having issues with the insulin pump. Customer states that there is a button error alarm. Customer states that he can only get the act button to work when he presses on the screen. The blood glucose reading is 129 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.